Event description:
Litigation papers allege the patient suffered symptoms including, but not limited to, pain swelling, soreness, difficulty walking, numerous severe dislocations. It is further alleged the patient began having problems with her hip subluxing and was forced to go to the emergency room for treatment. Additionally, in (B)(6), (B)(6), and (B)(6) 2009, the patient's doctor drained hip of excessive fluid, which had repeatedly accumulated.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.